Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that an infusion of integrillin was programmed to infuse at 79ml/h however when the nurse came back later to check on the patient the bag was empty. The device appeared to have changed it's infusion rate from 9.9ml/h to 90ml/h. There was no patient harm.

Event description:
The customer reported that 79ml of integrilin was programmed to infuse at 9.9 ml/h however when the nurse came back later to check on the patient the bag was empty. The device appeared to have changed it's infusion rate from 9.9ml/h to 90ml/h. There was no patient harm.